Event description:
Surgeon complained about back flow from the cannula once the scope or shaver blade has been introduced and then removed. Sometimes the liquid squirts straight up when devices are removed and the surgeon has actually gotten squirted in the mask. They do use a drape with a lip that catches spillage, however, on a few occasions, the leak squirts in such a direction that it cannot be caught by the drape. No injury or complications were noted.

Manufacturer narrative:
Same lot sample was returned for evaluation and seal appears intact. No conclusion could be made for the reported device failure since the original device used has not been returned.